Event description:
Boston scientific received information that three months post implant, this right ventricular lead displayed increased threshold measurements and variable sensing was noted. Impedance measurements were stable. Lead dislodgement was suspected. A revision procedure was performed. During the attempted repositioning, variable r wave measurements were observed. Impedance and threshold measurements were acceptable. Some oversensing was noted at 10v pacing. As this occurred multiple times during the repositioning in different lead locations and with different testing cables, there was a concern that the connector may be the issue, the alligator clips were connected directly onto the lead. Similar issues were noted. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
- -